Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source device had burned two different endoscopes during a procedure. According to the initial reporter, this event occurred during an emergency case in the intensive care unit (ICU). Reportedly, smoke began coming began to escape from the patient¿s stomach with the first therapeutic endoscope, then later again with the second one. Additional details relating to how the procedure was completed have been requested, but no response has been received yet. However, the customer did go on to confirm that this event resulted in no image to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A non-olympus lap had been installed on the device and the anti-caloric filter was found burnt. Additionally, the socket wasn¿t functioning well and had heavy dust build-up present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is likely that the device burned endoscopes because the light intensity (temperature) of the lamp unit continued to increase more than necessary due to the non-olympus lamp. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received confirming that this event occurred during a panendoscopy procedure used therapeutically for upper gastrointestinal bleeding. According to the initial reporter, the intended procedure was completed using a similar device without any report of patient harm.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.